Manufacturer narrative:
(B)(4). The device was later returned for laboratory analysis. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted tool marks on the device casing and header. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
(B)(4). The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced.

Event description:
--